Manufacturer narrative:
This report is being filed on an international product, list number 7p86-22 that has a similar product distributed in the us, list number 7p86-21 section a. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) alinity I anti-hbc igm result for 1 sample. The following data was provided: (B)(6) 2020 sid (B)(6) initial result = (B)(6), repeat = (B)(6), repeats = (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. The ticket search determined reagent lot 08474be00 is comparable to the historical data. Tracking and trending review did not identify any trends for the complaint issue. A retained reagent kit of lot number 08474be00 was tested in a sensitivity setup. The sensitivity panel showed the sensitivity performance is not negatively impacted as no false non-reactive results were obtained. Additionally, one commercially available seroconversion panels were tested with reagent lot 08474be00. The results were compared to the architect anti-hbc ii igm results provided by the panel manufacturer. The lot detected the same bleeds as reactive for the seroconversion panels. Therefore, the sensitivity performance of the complaint lot is not adversely impacted. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's complaint. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbc igm ii assay for lot 08474be00.